Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image intensifier and the closed circuit digital camera were checked and tested. No further info is available.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.